Event description:
Report 2 of 2: it was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was reviewed and an underfilled tube for lot # 5153452 was observed. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for lot 5153542, for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2. It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.